Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that the sensor wire remained attached to the applicator. At the time of contact, patient did not report any injury or medical intervention.